Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to an over delivery of insulin or would signal a hazard alarm/alert/advisory. No timeouts or drive stall were observed in the data. Data returned a 0xff error code, indicating no hazard alarm was triggered. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on user inputs. There are safety mechanisms within the device that prevent the over delivery of insulin. Initial inspection of the exposed soft cannula found a tear. During investigation, fluid was observed to be leaking from the observed tear. Although the exposed portion of the soft cannula was damaged, the damage would not contribute to the reported over delivery of insulin or reported hazard alarm. The timing and cause of the damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 55 mg/dl while wearing the pod between 36 and 48 hours. Treatment information was not provided.